Manufacturer narrative:
Clarification to b3: partial date of dec/2025 provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture. Device photo evaluation: analysis of the received photograph(s): ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported of the left side device: "breast pain and heaviness, loss of shape, implant rupture". The device was explanted.